Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The user¿s blood glucose (bg) level was 415 mg/dl. The bg level was addressed with manual injections. There was a delay in clearing the alarm; however, insulin delivery was resumed. A follow up with the user indicated that the bg level lowered to target range at 120 mg/dl.